Event description:
The customer reported that the system is displaying low ma error messages not displaying any pictures.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the snubber pcb, replaced the x-ray tube, completed a filament calibration, and checked and verified the system. The system is fully operational as designed.